Event description:
The zenith modular graft was implanted in the pt during the clinical trails in 2000. With the device in place, a reduction in the size of the abdominal aneurysm resulted in the main body graft position altering as a result, pulling the ipsilateral leg graft upward. Subsequently, since the right iliac artery had been aneurysmal, a distal type I endoleak became apparent with the graft movement. In order to resolve the endoleak and provide additional coverage in the right iliac artery, a decision was made to embolize the right internal iliac artery. An iliac leg graft was deployed distal to the initial leg graft to exclude the aneursym and to secure a further seal of the aneursymal vessel. An iliac leg extension was then advanced and docked into the distal portion of the leg graft, landing at good location in the external iliac artery. Procedure was concluded with a resolve to the endoleak.